Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited flow rate accuracy abnormalities with three measurements indicating an overdose. There was no patient involvement, no injury was reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It confirmed that the downstream sensor seal was broken. As a result of checking the log, it was confirmed that there were no errors in the settings and no record of any alarms related to flow rate accuracy. It could not confirm the customer reported issue. The accuracy was within specification. Not determine because there is no problem the pump accuracy, and it is not reproducible. Visual and functional testing was performed. For the downstream sensor seal broken, replace it. Perform all function test and all passed.